Event description:
It was reported that the patient presented for initial implant. During the procedure, the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation causing patient discomfort. The physician attempted to reposition the lv lead, however the guidewire failed to advance. This lv lead was not used, and the physician completed the procedure using a different lv lead. The patient condition was stable.